Event description:
Same case as: 2134265-2011-02942. It was further reported that two unknown size taxus liberte stents were implanted in the mid rca instead of one taxus liberte stent as initially reported. Per physician comments, "the coronary restenosis was caused by the proximal side stent."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2010-05722. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. During the index procedure, the lesions located in the mid right coronary artery (rca) and proximal left anterior descending (lad) were treated with unknown size taxus liberte stents. In (B)(6) 2010, follow-up coronary angiogram revealed restenosis of the mid rca and proximal lad. Lesion 1 was located in the mid rca. The lesion was 50% stenosed and 2.5mm in diameter. Lesion 2 was located in the proximal lad. The lesion was 90% stenosed and 3.0mm in diameter. In (B)(6) 2010 a percutaneous coronary intervention was performed. The patient had no ischemic symptoms at the event. Lesion 1 was 75% stenosed, 2.5mm in diameter and 15mm long. The lesion was dilated with an unknown balloon catheter. Residual stenosis was 25%. Lesion 2 was 75% stenosed, 2.5mm in diameter and 15mm long. The lesion was dilated with an unknown balloon catheter. Residual stenosis was 25%. No patient complications were reported and patient's status is listed as improved. In (B)(6) 2010, a 1 year follow-up was performed. The patient had no anginal symptoms.